Event description:
Pt reported receiving ultrasound diathermy-treatment for 30 minutes last week. Treatment was over the length of pt's back, just above pt's interstim implant. Pt reportedly gave pt ID card to the physical therapist and requested that they contact medtronic prior to treatments. Pt found out later that this contact with mdt was not made. Pt reported that after diathermy pt just did not feel well. Pt said the device is not working as well. Pt can turn it down and off, but not up. Pt had just enough stim to control bladder. Pt was re-hospitalized a week later because of an infection. Pt was reopened and in the hosp for quite a while. After healing pt was doing okay until last week. The company instructed pt to contact the doctor to have device/program checked. Pt has apptmt for next monday. Pt also has an electromyelogram scheduled on both legs (entire length) the company checked with tech services and they recommended that therapist contact ts prior to procedure. The company tech services 800# to pt for pt's therapist/med. Professional.